Manufacturer narrative:
(B)(4). D10 medical devices: all poly patella cemented 35 mm diameter catalog#: 42540000035, lot#: 65341550 tibia cemented 5 degree stemmed right size g catalog#: 42532007902, lot#: 65221546 articular surface medial congruent (mc) right 16 mm height catalog#: 42522100916, lot#: 64558034. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately two years post-implantation due to femoral loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - femur. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.